Event description:
Routine complaint investigation when a consumer reported the inability to obtain a reading on their percision qid blood glucose monitor, necessitating emergency treatment and medical intervention when admitted to hospital.